Manufacturer narrative:
Initial reporter address: (B)(6). The device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during dwell seven of nine of peritoneal dialysis (pd) therapy. During the troubleshooting, it was reported that there was a leak from the homechoice cassette that led to this alarm. Renal therapy services (rts) referred the patient to their nurse to finalize therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.